Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set after being used for 20 hours. Patient reported that the reported infusion set fell off during use. Patient's blood glucose ta the time of event was 85 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.